Event description:
The surgeon was preparing to perform a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio). After the first case of the day, the company rep shutdown the rio, disconnected it and moved it over to the other side of the operating room for the following case. An error message appeared about the emergency lock; it was successfully cleared and all pre-surgery checks were completed without issue. After reviewing the implant plan with the surgeon, the rio electrical cords were moved around to allow the surgeon to access the pt without the cords being under his feet. When the rep attempted to advance the software screen the mouse cursor was moving but was not allowing him to click on anything. A software reboot was performed, and a message appeared stating that the rio was not connected and was unable to locate the network server. The surgeon was unaware of the error, however, he determined that the pt's osteoarthritis (oa) was too advanced and converted to a total knee arthroplasty (tka) procedure.

Manufacturer narrative:
An evaluation of the event was performed at mako surgical. The field service engineer discovered that the ethernet to fiber optic convertor had failed. This is a communication cable for signals from the rio base to the application user interface computer. The failure of this item shall prevent further use of the system as communication between the user interface and application are essential to completing a surgery. The error displayed as designed; although the surgeon converted to a tka in this case due to the pt's disease progression, a similar unrecoverable malfunction could contribute to an adverse event.